Event description:
The pump was returned for investigation. Investigation revealed contamination underneath the keypad and a discolored display. This report is made based on results of investigation completed on 12/30/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: the keypad cover was torn over the 'up' button. All of the keypad buttons were responsive. Removing the keypad cover revealed contamination under all of the key contacts. Additionally, the display screen had a dim pink and fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).